Event description:
It was reported the pt had the pump replaced due to fluid loss. Additional info was requested, but not provided.

Manufacturer narrative:
Final device analysis. The pump was rated as undeterminable. The resistor flow rate was .05 ml/min. The fluid transfer through the resistor was impeded by filling solution precipitate crystals. Additional functional and leak tests were performed within specifications. Should additional info become available regarding this surgery, it will be reevaluated and a f/u report will be sent.